Manufacturer narrative:
All operating currents were within specification. No unexpected low battery or off no power alarms were noted. The pump passed the displacement, self test, and off no power tests. The pump gave a motor error alarm during the basic occlusion test and was unable to prime during the prime test due to a loose/protruded drive support disk. Unable to complete functional testing including occlusion and excessive no delivery alarm tests due to the prime anomaly. The motor was tested outside the device and it passed. The pump was received with a cracked case on the display window corners, minor scratches on the lcd window, a cracked reservoir tube lip, a cracked belt clip slot, cracked battery tube threads, and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's father reported via phone call motor error alarm, loose drive support cap, high blood glucose and hospitalization. Customer's blood glucose went as high as 27 mmol/l. Customer experienced ketones and was placed on insulin drip while at the hospital. Customer advised when the drive support cap was indented the device works properly. However, when the drive support cap was loose the insulin would not deliver properly which may have resulted in high blood glucose. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.